Event description:
Fill volume: 144 ml. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: IV. It was reported that a pump had emptied faster than anticipated. The pump was started on (B)(6)2014 at 14:00. It was scheduled to run for 3 days and the pt was due for a pump exchange on (B)(6) 2014. On (B)(6) 2014 at 12:00, the pt called the hospital to report the pump had emptied. No adverse consequence occurred due to this reported incident. The pt went to the hospital to receive another pump to continue chemotherapy.

Manufacturer narrative:
Method: the device was received for analysis and investigation. A visual inspection was performed on the device, along with a review of the device history record (DHR). Results: at this time the eval is still in progress. Results will be provided once completed. Per the DHR review the lot met product specifications at release. Based on the info provided the fill volume reported was 144ml's. Per the directions for use the nominal fill volume for a partial fill for this model is 185ml's to run the approximate delivery time of 72 hours. Conclusions: at this time the investigation is ongoing, once the investigation and device analysis are completed a follow-up report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.